Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been provided to the manufacturer for evaluation and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port and catheter were removed. During removal it was noted that 1.5 cm of the catheter tip had fractured. It was stated that the device was functioning properly just prior to removal. The healthcare professional alleged that the catheter tip may have been cut during placement or during removal. There was no reported patient injury.

Manufacturer narrative:
A medical image review was performed on 9/11/2018, and the associated fields were updated. Medical image review summary: based on the images provided, port-a-cath placement in the left chest wall, a loop in the catheter, likely at the likely vein access was demonstrated; however, the distal end of the catheter could not be identified. Based on the images provided, distal tip detachment of the catheter cannot be confirmed. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port and catheter were removed. During removal it was noted that 1.5 cm of the catheter tip had fractured. It was stated that the device was functioning properly just prior to removal. The healthcare professional alleged that the catheter tip may have been cut during placement or during removal. The device had been implanted in the left internal jugular vein. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 8f groshong catheter along with five images were returned for evaluation. The catheter was returned in two segments along with the cath-lock. The port body and distal portion or three-way valve of the catheter was not returned. A microscopic evaluation was performed. The fractured surfaces exhibited striated pattern commonly seen with sharp instrument damage, like that left by scissors. No other features or anomalies were noted. Based on the images provided, the port-a-cath placement in the left chest wall can be noted. A loop in the catheter, likely at the likely vein access was demonstrated; however, the distal end of the catheter could not be identified. Therefore, based on the return sample condition and image review, the investigation is inconclusive for catheter break. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include placement technique, material fatigue and pinch-off; however, the return sample condition prevented identification of a root cause(s). However, an event is currently open for (B)(6) 2018 implanted port complaints to address the issue's. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. A medical image review was performed on 9/11/18, and the associated fields were updated. Medical image review summary: based on the images provided, port-a-cath placement in the left chest wall, a loop in the catheter, likely at the likely vein access was demonstrated; however, the distal end of the catheter could not be identified. Based on the images provided, distal tip detachment of the catheter cannot be confirmed.

Event description:
It was reported that the port and catheter were removed. During removal it was noted that 1.5 cm of the catheter tip had fractured. It was stated that the device was functioning properly just prior to removal. The healthcare provider alleged that the catheter tip may have been cut during placement or during removal. The device had been implanted in the left internal jugular vein. There was no reported patient injury.